Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported, that a patient was implanted a wagner cone prosthesis 125, d17 on the left side on (B)(6) 2012. On (B)(6) 2016 patient went back to hospital for visit and the breakage was detected. The patient subsequently was revised on (B)(6) 2016.

Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the components met all requirements to perform as intended. Trend analysis: no trend was identified. Review of event description: it was reported that the patient received a left tha in 2012 due to coxarthrosis. On (B)(6) 2016 , a fracture of the stem was detected and the patient underwent revision surgery on (B)(6) 2016. Review of received x-rays: x-ray taken on (B)(6) 2012. Ap view: there is a total hip prosthesis implanted on the right hip and arthrosis of the left hip. X-ray taken on (B)(6) 2012: ap view: compared with the previous study date a total hip prosthesis is implanted on the left hip. The x-ray exhibits a normal situation after implantation. X-ray taken on (B)(6) 2012: lateral view: normal situation after implantation. X-rays taken on (B)(6) 2016: ap views: the stem is fractured approximately two thirds above the stem tip. The proximal fracture part of the stem is tipped medially. When compared with the study date from (B)(6) 2012, it can be observed that a different head is implanted and there are two broken cerclages in the trochanter region. Some remodeling of the trochanter major and minor can be seen. On the proximal side of the femur some ossifications are noticeable. Lateral view: when compared with the lateral view taken on (B)(6) 2012, a gap between the bone and the proximal third of the stem seems to exist. X-rays taken on (B)(6) 2016: ap and lateral views: show the situation after the revision surgery. Review of medical notes: discharge letter dated (B)(6) 2012: the letter states that the patient was admitted in the clinic from (B)(6) 2012. As diagnosis the following is stated: dysplastic coxarthrosis, hypokalaemia, left coxarthrosis, acute haemorrhagic anaemia, benign essential hypertension and urinary tract infection due to e. Coli. The therapy section states that on (B)(6) 2012 an implantation of a left uncemented hip total prosthesis was performed (wagner cone prosthesis, allofit cup and ceramic head). The intraoperative and postoperative course was completely uneventful. It is stated that a postoperative radiograph shows a proper fit of the cementless stem, head and cup. Implantation report, dated (B)(6) 2012: as diagnosis the document states dysplastic coxarthrosis. The report describes the implantation of the wagner cone prosthesis and associated devices according to standard procedure resulting in good press-fit of shell and stem. It does not contain information that would influence the results of the investigation. Preliminary medical report dated (B)(6) 2016: the history section states that the patient presented on (B)(6) 2016 in the clinic due to pain in the left hip. Status after a total hip replacement in 2012 in the same hospital (wagner cone stem, allofit cup and ceramic inlay ¿ with the latter probably the head and not the inlay was meant). In further course there was a revision in 2013 due to a suspected loosening: intraoperatively the stem was found to be fixed; only the head and the inlay were changed and trochanter cerclages added. As diagnosis a fracture of the left total hip prosthesis is specified. In the findings section the following is stated regarding the pelvis and left hip x-rays: failure of the left total hip prosthesis stem with suspected osteolysis in the area of the trochanter, distal part of the stem appears fixed, thick cortical bone in the area of the stem, the cup appears fixed as well. The preliminary medical report does not contain further information that would influence the results of the investigation. Email from the surgeon: an email received on february 17, 2016 informs that in 2013, there was a revision surgery performed in another clinic. It is also mentioned that at this revision possibly there was an attempt to change the stem but ultimately only the head was changed and a trochanter cerclage installed. Devices analysis: visual examination: the wagner cone prosthesis is fractured approximately two thirds above the stem tip. The fracture surfaces show a fatigue fracture with the origin at the lateral fin. In the as-received condition the mathys head and the wagner cone prosthesis were still assembled. In the assembled state, few dents can be observed on the lateral side of the stem neck, at the junction between the neck and the taper surface. On the medial side of the stem neck, a similar dent but smaller can be noticed in the same region. For further investigation the parts were disassembled using the impactor tool. After disassembly it can be noticed that the dents on the lateral side of the stem neck extend slightly underneath the head. The stem neck reveals three shiny-polished notches on the lateral side. From the notches the shiny-polished area extends to the posteromedial side. On the medial side of the stem neck, distal to the extraction hole, there is also an elliptical polished area. Its origin remains unknown. Removal damage in the form of scratches, dents and instrument marks are recognizable on the stem taper, all around the neck surface, on the anchoring side of the proximal fracture part as well as on the proximal half of the distal fracture part. On the lateral and anterior side of the stem, some straight scratches, crisscross scratches and tool marks on the fins can be observed that are well aligned on both fractured parts of the stem. The lateral fin, where the fracture originated, shows tool damage with parallel scrape marks. Investigation of the damaged fin on the proximal fracture part with a low power microscope, type leica mz16 a, revealed several cracks perpendicular to the stem axis. On the distal half of the distal fracture part of the wagner cone stem bone attachments are visible. After 3 years and 9 months in vivo the wagner cone prosthesis was revised due to a fatigue fracture. The fracture origin is located at the lateral fin approximately two thirds above the distal end of the stem. Bone ongrowth could be observed on the distal half of the distal fracture part of the wagner cone prosthesis but not on the proximal fracture part. On the lateral x-ray taken just before the revision surgery there seems to be a gap between bone and stem in the proximal region. Based on these observations it is assumed that the stem was possibly loose proximally while the distal part was well fixed in the bone. Since there is no complete x-ray follow-up available it remains unknown how the bony situation changed between implantation and revision surgery in 2016. Furthermore, there is no information at hand regarding the surgery performed in 2013 where, as reported, there was an attempt to change the stem but ultimately only the head was changed and trochanter cerclages installed. Thus, it remains unknown whether this surgery, that required the addition of two cerclages around the trochanter, had an impact on the bone support of the stem. Extensive removal damage could be observed on the proximal two thirds of the stem. Some of these damages were observed on both fracture parts of the stem and are well aligned to each other. It is therefore assumed that they were present before the stem fractured and probably derive from the 2013 surgery. This is underlined by the fact that the proximal and distal fracture parts of the stem were not anymore aligned after the fracture as indicated on the ap x-rays taken before revision surgery. Hence, matching scratches on both parts are unlikely to occur as a result of removal during the revision surgery in 2016. The cracks observed on the lateral fin could be the result of the tool damage made in 2013 in combination with loading of the stem and the sub-optimal proximal bone support. Based on the above observations and assumptions it is hypothesized that the stem did not have sufficient bone support in the proximal region due to loosening. This, in combination with the damage on the lateral side of the stem probably made during the removal attempt in the 2013 surgery, is assumed to have led to the fracture. The notches and the polishing observed on the lateral and posteromedial side of the stem neck are attributed to the contact with the cerclage wires. According to the received information and the retrievals at hand, the wagner cone prosthesis was used, starting from 2013, in combination with a head manufactured by mathys. This indicates off-label use. Since the dents on the lateral side of the stem neck were observed to be underneath the mathys head it can be assumed that they were made before the mathys head was mounted, probably at the removal of the previously implanted head (sulox head, event reported in (B)(4), MFR 9613350-2016-00508). Conclusion summary: possible root causes: fracture of implant due to damage of stem during implantation; fracture of implant due to wrong selection of ball heads due to unknown compatibility list. Fracture of the neck of the stem due to malposition of implants. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The same patient underwent a previous revision surgery in 2013 (reported in (B)(4), MFR 9613350-2016-00508 and 9613350-2016-00509). As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).